Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce the system error 105. Further eval determined that the alarm was caused by a failed error. As a result, the failed motor has been replaced.

Event description:
It was reported that a pump alarmed for a system error 105. It was also reported that there was no pt injury.